Manufacturer narrative:
B.3. Please note that this date is based off the year of implant provided in the article; the specific date (month/day) was not provided. Section d information references the main component of one of the systems involved in the reported events; other applicable components are: product ID neu_ins_stimulator lot# unknown serial# implanted: 2009-01-01 explanted: product type implantable neurostimulator product ID neu_unknown_lead lot# unknown serial# implanted: 2009-01-01 explanted: product type lead product ID neu_unknown_lead lot# unknown serial# implanted: 2009-01-01 explanted: product type lead product ID neu_unknown_ext lot# unknown serial# implanted: 2009-01-01 explanted: product type extension product ID neu_unknown_ext lot# unknown serial# implanted: 2009-01-01 explanted: product type extension medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Calandrella d, rizzi m, ferré fm, romito lm. Excoriation disorder as a risk factor for deep brain stimulation hardware removal. Journal of neurological sciences 373 (2017) 342-343 doi: 10.1016/j.jns.2017.01.034 abstract/reported event: one (B)(6) female patient underwent bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for generalized dystonia in 2009. It was noted that the patient had a medical history of bipolar disorder with psychosis and obsessive-compulsive disorder (ocd). The patient was admitted to the hospital one week after presenting an extensive suppurated right side scalp lesion. On examination, the patient presented with exposure of a 2cm segment of the right dbs extension cable at the level of the scalp lesion. It was stated that ¿the leaked skin resulted partially sealed off.¿ she also presented with a critical thinning of the skin covering the extra-cranial part of the left lead. The impedances tested were within normal range; x-rays did not show damage to the extensions. Notwithstanding these findings, gpi dbs guaranteed an almost complete benefit on dystonia. The patient¿s husband reported the patient was ¿skin-picking,¿ including a continuous scraping of the scalp covering the dbs hardware, weeks before the scalp lesion occurred. She was referred to the psychiatrist who diagnosed a new-onset excoriation disorder (exd) within the context of ocd-related disorder (ocrds) and indicated a slight increase of clozapine dosage (300mg daily). A wide spectrum antibiotic therapy was started. The patient underwent the removal of the right side extension cable and the preventative deep transposition of the extracranial portion of the left lead. However, the patient was re-admitted to the hospital two weeks later. At this time, the patient presented a new lesion (1cm exposure of the left non-rechargeable implantable neurostimulator [ins]) at the level of the left subcostal region and the exposure of both electrodes at the frontal level. The patient¿s husband reported subcutaneous touching of the skin covering the ins just a few days before the lesion occurred. The entire dbs system was removed. The patient was referred again to the psychiatrist again, who increased clozapine dosage up to 400mg daily, with disappearance of exd. Four months after dbs hardware removal, she presented an almost-complete control of dystonic symptoms. No specific device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.